Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To futher investigate, a functional test was performed in form of a battery loss alarm test. The issue was confirmed and determined to be caused by a damaged air detector. User was noted to be at fault. The air detector was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump had damage air detector. No patient injury reported.